Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: rvdr01 implantable pulse generator (ipg) (B)(6) 2011; 5086mri implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricle (rv) was perforated. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.